Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. The micro clot event occurred 50 times. The fibrin event occurred 50 times. It was reported during use the customer experienced "issues with results, micro clotting and fibrin when using k2edta tubes. The customer stated "we rejected about 50 patient specimens on (B)(6) and another 50 on (B)(6)."

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. The micro clot event occurred 50 times. The fibrin event occurred 50 times. It was reported during use the customer experienced "issues with results, micro clotting and fibrin when using k2edta tubes. The customer stated "we rejected about 50 patient specimens on 10/2 and another 50 on 10/3."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/15/2020 h.6. Investigation: bd received 84 samples for investigation. Customer samples were sent to the chemistry lab at the manufacturing site with all tubes meeting the specification requirement (titration testing was performed). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the customer samples. See h.10.